Manufacturer narrative:
In the report, box b and box h corrections have been made.

Event description:
The manufacturer received information alleging that a patient with an remstar auto w/ht hum sustained an injury due to device use. Based on the information currently provided and available, the patient stated that she was so exhausted from not having a CPAP device for so long that she needed to have someone help her in and out of her car, needed a wheelchair to get in and out of the doctor's office, and was also having bad headaches and health issues. Listed as the reason for using the device is sleep apnea. She said that once she got a new CPAP, the symptoms improved and are assessed as non-serious injuries. The patient admitted not using the device, which subsequently resulted in the reported harm. Therefore, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed

Event description:
The manufacturer received information alleging that a patient with an remstar auto w/ht hum sustained an injury due to device use. Based on the information currently provided and available, the patient stated that she was so exhausted from not having a CPAP device for so long that she needed to have someone help her in and out of her car, needed a wheelchair to get in and out of the doctor's office, and was also having bad headaches and health issues. Listed as the reason for using the device is sleep apnea. She said that once she got a new CPAP, the symptoms improved and are assessed as non-serious injuries. The patient admitted not using the device, which subsequently resulted in the reported harm. Therefore, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.